Manufacturer narrative:
At this time, it is unk if the pt's devices were explanted post mortem. Should add'l info become available, this event would be updated.

Event description:
Boston scientific crm rec'd info that this pt passed away one week post the pacemaker implant procedure. The pt's wife contacted our company to report the death as well as inform our company that the atrial lead dislodged four days post the implant procedure and required an add'l procedure to reposition the lead. To this date, there have been no allegations from any medical personnel indicating the lead dislodgement and/or revision procedure attributed to the pt's death. The cause of death was not provided.